Event description:
The customer would like the run data file investigated to determine a possible cause for the elevated white blood cell (wbc) content in the platelet product. No patient (donor) was connected at the time of the event, therefore, no patient information is known. The platelet collection set is not available for return because it was discarded by the customer

Manufacturer narrative:
This report is being filed to provide additional information in b.6, h.6 and h.10. Investigation: the customer did not provide the lot number pertaining to this event, therefore a device history record (DHR) search could not be conducted for this specific incident. All lots must meet acceptance criteria before release. The run data file (rdf) was analyzed for this event. Root cause: run data file analysis did not show a conclusive root cause for the higher than expected wbc content in the platelet product reported for this collection. Alerts that could contribute to wbc contamination of the platelet product, such as ¿centrifuge pressure high¿ or ¿rbc spillover¿, were not generated in this run data file. As the rbc detector cannot count the cells passing by, in order to generate a ¿potential wbc contamination detected¿ message, the rbc detector signals must see a significant change in the reflectance values. In this case, rbc detector reflectance signals did not indicate that wbcs were escaping the lrs chamber. Therefore, the run data file reported that the platelet product could be labeled as leukoreduced. It is possible, though not conclusive, that this leukoreduction failure may be donor related.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided.

Event description:
The customer would like the run data file investigated to determine a possible cause for the elevated white blood cell (wbc) content in the platelet product. No patient (donor) was connected at the time of the event, therefore, no patient information is known. The platelet collection set is not available for return because it was discarded by the customer.